Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 116 mmol/l accompanied by a data flag. The sample was repeated, resulting in a value of 140 mmol/l. The repeat value was deemed correct. The lot number and expiration date of the na electrode were requested, but not provided.

Manufacturer narrative:
The field service engineer determined there was an issue with back flow pressure due to a clogged/dirty valve. The sipper line and a valve were flushed and cleaned. Precision studies were performed. Calibration and controls were run; results were acceptable.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.